Event description:
It was reported the pt felt stimulation in the wrong location after a fall. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
See scanned page.